Event description:
The customer reported an issue with the librelink app where there was a delay in obtaining readings. The customer became hypoglycemic and experienced sweating and a loss of consciousness and was unable to self-treat. The customer was provided half bottle of lucazade, a glucose injection, and chocolate for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The customer reported a delay in obtaining reading while using the librelink application. The customer was using a device that is not yet compatible with the librelink application therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
The customer reported an issue with the librelink app where there was a delay in obtaining readings. The customer became hypoglycemic and experienced sweating and a loss of consciousness and was unable to self-treat. The customer was provided half bottle of lucazade, a glucose injection, and chocolate for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.